Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she passed out due to a low blood glucose level, ems arrived and the customer was treated with a glucagon. Customer refused further treatment and hospitalization. Customer's blood glucose at time of incident was 27 mg/dl. The sensor did not alert when the customer passed out. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.